Event description:
A consumer implanted for peripheral neuropathy and spinal pain reported via the manufacturer's representative (rep) seeing a power on reset (por) 0x400 error code when the device was interrogated. It was noted at the time of the appointment therapy was on, and there was no problem with stimulation. There were no traumas or falls reported related to this issue. It was noted the consumer was a cancer patient and may have received a treatment, but the rep. Thought the treatment would have been a year ago. The clinician programmer was used and was successfully able to clear the por.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.